Event description:
Prior to initial implant procedure during interrogation, an error message presented indicating that the device was in back-up mode. The device was not implanted. Additional interrogation yielded the same result. The patient was stable.